Manufacturer narrative:
The sample associated to this report is not available for evaluation.

Event description:
Customer reporte that while performing a routine inner cannula replacement on a 6cfn tracheostomy tube, the trach broke at the hub. The customer reported that the patient was in a up right position so the broken tube fell into her hand. Caller reported that two days later, an x-ray was performed on the patient and something was observed on the x-ray. No further information was provided regarding the x-ray results. There was no patient harm reported.